Manufacturer narrative:
Correction: please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report:3005168196-2020-01417 results: there was no damage on the returned lightning. Conclusions: evaluation of the returned lightning unit confirmed the occurrence of a system error. There was no visible damage on the returned device. The lightning unit went into system error attributed to a voltage error upon initial start-up. Attempts to troubleshoot, resulting in intermittent function, but concluded with the same system error. A system error like this may be due to a loose connection or bad component within the lightning unit. Penumbra lightnings are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the common iliac vein using a lightning aspiration tubing (lightning). During the procedure, while using the lightning, the indicator light on the lighting unit turned yellow and the lightning tubing became clogged. Subsequently, the physician stopped using the lightning and proceeded to stent. It was reported that the lightning tubing was flushed in a bowl of saline. Upon reusing the lightning after approximately thirty minutes, the indicator light on the lightning unit turned solid red. Therefore, the lightning was removed. The procedure was completed using another lightning. There was no report of an adverse effect to the patient.